Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering was able to replicate the complainant's experience by activating the device on thick material. The data log from the event unit was pulled and no error codes were found. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit and the description of the event, the complainant did not hear the end tone because the activation button was released before the end tone could be triggered. This event was determined to be reportable based on the original description of the event. However, upon evaluation of the event unit, the event is deemed not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Name of procedure: tah. The rep was in the case, which was a voyant evaluation. On activation 17 and 21, received 2 long seal cycles that didn¿t have an end tone. On each of these occurrences, took finger off the activation button to end the long seal cycle. There were no error codes displayed on the generator. Completed the case with the generator and then pulled it for return. The eb240 (lot# 1366079) was used and discarded after the case. Intervention: completed the case with the same device. Patient status: fine.

Manufacturer narrative:
Engineering is investigating the returned unit. A final report will be sent once the results have been analyzed.

Event description:
Name of procedure: tah. The rep was in the case, which was a voyant evaluation. On activation 17 and 21, received 2 long seal cycles that didn¿t have an end tone. On each of these occurrences, took finger off the activation button to end the long seal cycle. There were no error codes displayed on the generator. Completed the case with the generator and then pulled it for return. The eb240 (lot# 1366079) was used and discarded after the case. Intervention: completed the case with the same device. Patient status: fine.